Manufacturer narrative:
A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices found them to be satisfactory.

Event description:
A report was received that the patient was experiencing irritation on her back after the implant procedure. Infection was located at the opposite side of the battery incision. Symptoms were puffiness, soreness and swelling. The physician was not sure if the infection was device or procedure related. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing irritation on her back after the implant procedure. Infection was located at the opposite side of the battery incision. Symptoms were puffiness, soreness and swelling. The physician was not sure if the infection was device or procedure related. The patient was prescribed antibiotics.